Event description:
Twenty-four hours after a patient received medication, they experienced swelling above the injection site. The swelling did not go down after 5 days and antibiotics were administered to resolve the situation. The patient did not suffer any permanent impairment.

Manufacturer narrative:
The customer could not provide the lot number for the device in question and they did not have any samples to send in for investigation.